Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing unknown planned treatment/non-emergency treatment. The procedure was completed; however, an issue occurred after the examination was finished while the patient was preparing to get off the table. The philips field service engineer (fse) visited the site and confirmed that the system geometry movements were not available. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the warning: ¿adjustment of the frontal stand.¿. The fse performed the geometry movement test, which showed that the propeller could not move, and the cause of the malfunction was a faulty amc (automatic motion controller) and missing calibration data. To resolve the issue, the fse replaced the amc (automatic motion controller). After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.